Manufacturer narrative:
The device was received. Investigation is not complete. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported leakage at the needle free side of the tubing set. No specific details were provided. No info was provided if the leak occurred during or prior to pt use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of therapy. No medical interventions were required. Though requested, no add'l info was provided including if the tubing set was replaced and therapy was resumed.